Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. . Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a vertical gas breakthrough/thin inferior flap during lasik flap creation of the right eye. A bandage contact lens was placed post treatment. The patient reported visual symptoms of halos one month following treatment. Additional information has been requested.

Manufacturer narrative:
A supplemental medical device report (smdr) # 02 is being filed to correct the PMA/510k date on the initial medical device report. Incorrect date of 07/01/2017 is being corrected to 06/30/2017. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. Logfile shows twelve successfully performed treatments without any error or relevant warning. During the reported treatment, the user was able to achieve good and stable suction values without problem and the treatment was performed successfully. According to quick user manual, the user used energy settings which are within the defined recommended arrangement of pulse energy. The logfile shows no error or warning messages during the complete day and also the energy stayed stable and showed no abnormalities. No technical root cause could be identified as the product was found to be within specifications. (B)(4).